Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump rewound three days in a row. The customer's mother stated that he would perform a fail cannula multiple times a day. Advised to fill a cannula when filling the tubing for an infusion set change. Assisted mother with research of insulin pump history and data. Reviewed the alarm history of the insulin pump and confirmed that there were no alarms. The customer's mother stated that there was a no delivery alarm but that the customer had an empty reservoir. Troubleshooting was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.